Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the lens film was not on the display screen which appeared pink and difficult to read and denied moisture and damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the text on the display screen was observed to be dim, faded and discolored without improvement at the maximum contrast setting. The up and contrast buttons were intermittently unresponsive to testing. The down and ok buttons responded appropriately to testing. There was no visible damage on the keypad. The keypad cover was removed to check condition of the button contacts and contamination was observed under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.